Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to put the pump into storage mode prior to returning it and confirmed a replacement would be sent.